Manufacturer narrative:
The acist angiographic injection system, model cvi siemens, serial number (B)(4) was requested to be returned for evaluation on (B)(6) 2020, and has not yet been received. The consumable kits used during the procedure were discarded by the user facility. The lot numbers of the consumable kits used during the event were provided. Review of the manufacturing records will be completed. Copies of the cine-angiograms have been requested to be returned to acist for the acist medical advisory board's evaluation. The acist clinical specialist completed an onsite follow-up visit with this user facility. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During a left ventricle and coronary catheterization (lvc) for elevated stress, a coronary dissection of the left main artery occurred after the second injection of the left coronary system. The patient's condition during and after the event was stable. The patient experienced chest pain for a period subsequent to the event. The patient was transferred to another hospital, and it was reported by the acist clinical specialist that the patient is deceased.

Manufacturer narrative:
H3: the acist angiographic injection system, model cvi siemens, serial number: (B)(6), was returned to acist on december 21, 2020. The injector system was functionally tested and met the pre-established specifications. Review of the device history records for the cvi consumable kit lots used during the event; acist single-use manifold kit, model: bt2000, lot: 24020d, and acist angiotouch hand controller kit, model: at-p65, 21620t, will be submitted in a follow-up report. The cine-angiograms were not returned for evaluation therefore could not be reviewed by the acist medical advisory board member.

Manufacturer narrative:
H2: the consumable kits were discarded by the user facility; the lots numbers of the consumable kits were provided. A review of the device history records was completed on february 05, 2021, for the following cvi consumable kit lots used during the event: acist single-use manifold kit, model: bt2000, lot: 24020d, and acist angiotouch hand controller kit, model: at-p65, 21620t. This review confirmed that there were no manufacturing quality issues for these lots related to the reported event. Based on testing and evaluation of this cvi injection system, there is no evidence of device malfunction related to the reported event. There were no cine-angiograms available for the acist medical advisory board member to review. This report is closed.